Event description:
It was initially reported that the patient had high impedance (output status ok, impedance ok, dcdc 7). The patient's device was disabled at that time. There was no reported trauma or manipulation that would have contributed to the high impedance. There were no x-rays taken or planned. Surgery is likely but has not occurred to date. (B)(4) attempts for more information have been unsuccessful to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received that the patient was sustained trauma during a fight and the high impedance was seen in clinic following the fight. The patient saw a surgeon for a possible revision, but the patient then declined due to possible risks.

Event description:
Additional information was received that the patient had a full revision. The generator and lead were returned to the manufacturer for evaluation. Product analysis is planned, but has not been completed.

Event description:
Additional information was received that product analysis was completed on the lead and generator. A break was identified in the negative coil. Scanning electron microscopy images of the negative coil show that pitting or electro-etching conditions have occurred at the break location. However, due to mechanical distortion (smoothed surfaces) and/or pitting the fracture mechanism cannot be determined. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator.